Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient started rewarming from 36c around 6am on the arctic sun device. At 8am, the patient temperature was still 36.1c, flow rate was 2.4lpm and water temperature was 32.9c. The device read to rewarm from 36.4c at 0.17c/hour to 37c. Water level was 5 bars, heater command 25 percent, pump hours were 5290 and system hours were 5890. Patient trend indicator (pti) was neutral. Only alert received recently was alert 105 (cool patient end) around 7am. The patient temperature should currently be 36.4c but was now at 36.2c. Mss suggested watching the patient and water temperatures. Mss advised the nurse to add a bair hugger or warm blanket if desired. Patient temperature went up to 36.4c an hour later.

Event description:
It was reported that the patient started rewarming from 36c around 6am on the arctic sun device. At 8am, the patient temperature was still 36.1c, flow rate was 2.4lpm and water temperature was 32.9c. The device read to rewarm from 36.4c at 0.17c/hour to 37c. Water level was 5 bars, heater command 25 percent, pump hours were 5290 and system hours were 5890. Patient trend indicator (pti) was neutral. Only alert received recently was alert 105 (cool patient end) around 7am. The patient temperature should currently be 36.4c but was now at 36.2c. Mss suggested watching the patient and water temperatures. Mss advised the nurse to add a bair hugger or warm blanket if desired. Patient temperature went up to 36.4c an hour later. Per follow up via phone on 06jan2022 with nurse, there was no patient injury. Mss was able to help with the issue, and the patient was able to complete therapy on the device. Nurse stated the patient later expired, but the patient was not on the artic sun device at the time of death. Also stated the death was not related to the event. No additional information has been obtained.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is not manually starting the rewarm phase. However this cannot be confirmed. Patient started rewarming from 36c at approximately 6am on the arctic sun device. At 8am, the patient¿s temperature was 36.1c. The flow rate was 2.4lpm, and the water temperature was 32.9c. The device read to rewarm from 36.4c at 0.17c/hour to 37c. The water level had 5 bars, the heater command was at 25 percent, the pump hours were 5290, and the system hours were 5890. The patient trend indicator (pti) was neutral. The only alert received recently was alert 105 (cool patient end) at approximately 7am. At that time, the patient¿s temperature should have been 36.4c, but it was 36.2c. Medical services and support (mss) suggested watching the patient and water temperatures. Mss also advised the nurse to add a bair hugger or warm blanket if desired. The patient¿s temperature went up to 36.4c an hour later. Per follow up via phone on 06jan2022 with nurse (B)(6), she stated there was no patient injury. Mss was able to help with the issue, and the patient was able to complete therapy on the device. She stated the patient later expired, but the patient was not on the artic sun device at the time of death. She further stated the death was not related to the event. Clinical follow ups were attempted via phone on 04mar2022 and 07mar2022 with no response received. Despite good faith efforts, no additional information has been obtained. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. A DHR review is not required since this is not an out-of-box failure. The instructions for use were found adequate and state the following: "upon completion of the cooling phase, there are two options for initiation of patient rewarming, either automatically or manually, depending on the rewarming begins setting in hypothermia settings. If rewarming begins is set to manually, the rewarming process starts automatically when the cool patient therapy is completed and the duration reaches zero. If rewarming begins is set to manually, the rewarming process starts when the start button is pressed in the rewarm patient window. The cooling process will continue until the rewarm patient start button is pressed. An alert will occur when the cool patient duration reaches zero." Correction: h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.